Manufacturer narrative:
The balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon on the catheter properly inflated, but contrast was shooting backwards instead of forward. The catheter was used without a balloon. No patient complications have been reported as a result of this event.